Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was contamination from the sample probe or drain. Customer was instructed by a siemens healthcare diagnostics representative to do preventive maintenance. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.